Event description:
One of our distributors noticed that the knives were puncturing the packaging on sterile labeled pe-mvr knives. The blade pierced through the foam and the package.

Manufacturer narrative:
Tthe product in question, and oasis medical will evaluate and submit an evaluation summary when it is available. As of the date of this initial MDR, the product has not been received and are awaiting its arrival. Two lot numbers were mentioned: lot dk0307, manufactured on 02/26/2007, exp. 03/01/2012. Lot dk0307q, manufactured on 03/07/2007, exp. 03/01/2012.